Event description:
(B)(6) 2005: total right hip replacement. Depuy equipment used; this was the pinnacle acetabular cup with a prodigy stem and the ultamet metal on metal insert. Had issues with this right hip total replacement from its insertion. After initial progress through doing the exercises you are given to build back your muscles. I got what was thought to be "bursitis" at various times from the time of surgery through (B)(6) 2008. I was treated with physical therapy and shots. In the (B)(6) 2008, I was diagnosed with "bursitis" again. After a number of steroid shots in the hip and numerous physical therapy sessions, dr said he thought I had more than bursitis; he suggested I go to his mentor in (B)(6) who I did see. Also visited world renown radiologist in (B)(6) hosp for special surgery who said I had one of the 5 worst cases of "metallosis" she had ever come across. She said there were no signs of infection at that time. I had what amounted to a soft tissue "tumor" made up of metal ions from the ultamet mom rubbing together. The "tumor" was under my abductor muscle and caused the abductor to detach causing serious pain. I made it back to (B)(6) which was a challenge, but got so sick over that time period that they had to move the surgery up as I was grey and ashen, not eating, and pretty much checking out from being poisoned by the metal ions. Let me digress a bit to earlier in the summer to the numerous physical therapy sessions. The therapist called the lump in my hip, my "hockey puck." He was able to get my leg muscles down my leg loosened up but could not get the "hockey puck" to subside. Later we determined out that this "hockey puck" must have been the outwardly visible manifestation of the metal particle tumor. Had revision surgery in (B)(6) 2008, to remove metal inserts. When operated on in (B)(6), dr was able to remove 4/5ths of the tumor but the rest he had to leave as it was involved with the sciatic nerve and he did not want to chance cutting or damaging that nerve; he said that I would pee the rest of the ions out as my body broke it down. And I did improve from the metal poisoning, but sadly got a (B)(6). The (B)(6) was very challenging resulting in 3 surgeries in 2010 - (B)(6), to try to clear it. After the surgery in 2008 to address the metal particle disease, I was treated over next two years with pic line home administered antibiotics and oral antibiotics to fight the (B)(6). Once the pic line was pulled I was put on suppressive oral antibiotics until (B)(6) 2010 when I was told to stop taking them by infectious disease dr. While on the long term suppressive antibiotics I got shingles, had a blood clot from the hop that went up into my lungs and put in the hosp again, and my shoulders and elbows got very sore from the levaquin antibiotic. They took me off of the levaquin as it was reported to be causing tendons to tear and they were concerned that I was going to have this happen. I still have sore shoulders from that. Three weeks after coming off of the suppressive antibiotics in (B)(6) 2010, the infection was raging again in my right hip in (B)(6) 2010. On (B)(6) 2010, I had first surgery in 2010, this time by a different dr in (B)(6), to remove all of my prosthetics in right hip. They put in an antibiotic spacer, gave me another pic line and oral antibiotics. On (B)(6), I had second surgery which was to put my hip prosthetic back in but dr said there were to many white cells in the area suggesting a possible active infection. I was given another antibiotic spacer, another pic line, and would require another surgery. The surgery on (B)(6), third surgery for 2010, was successful in that infection was clear and another total hip replacement was successfully implanted. I no longer have the infection but due to the three surgeries last year, my right leg is about a full inch shorter than the left causing me to use lifts and has left me with significant impairment and pain in the back. Event abated after use: yes.